Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. Based on the additional information collected, the system was not in clinical use when the issue was identified. The system failed to boot up, but the issue was resolved by biomed. Troubleshooting determined that the issue was caused by accidental user interaction, specifically pressing the keyboard during boot-up. After restarting the system, it returned to normal operation with no further issues. At the time of the event, philips did not have sufficient information to exclude the potential for death or serious injury upon recurrence, and therefore the complaint was reported. Subsequent information confirmed that the incident was caused by accidental user interaction during system boot-up, which prevented the system from turning on. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.